Manufacturer narrative:
(B)(4). This lot was manufactured from january 13, 2015 to january 14, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that when the distal luer was removed there was no flow. A microscopic inspection was able to determine that the cause of the no flow were micro bubbles blocking the fluids path. The cause of the bubbles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. The no flow condition was identified at the end of infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.